Manufacturer narrative:
(B)(4).

Event description:
It was reported that "dr inserted needle and tried to aspirate and could not successfully aspirate. They then saw that the needle was cracked. They opened a new set and regained entry." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The actual sample was not returned; however, the customer provided one photo for analysis. The complaint of a broken needle hub was able to be confirmed by the photo. The photo revealed an introducer needle with its hub separated. The defect appears consistent with damage due to a design issue. A device history record review was performed, and no relevant findings were identified. The customer report of needle hub separated was confirmed by visual inspection of the customer supplied photo. The photo revealed the introducer needle's hub had a portion that had separated. A device history record review was performed, and no relevant findings were identified. Based on the condition of the observed needle hub, design likely caused or contributed to this event. A CAPA has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " dr inserted needle and tried to aspirate and could not successfully aspirate. They then saw that the needle was cracked. They opened a new set and regained entry " no patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn# (B)(4). The customer returned one multi-lumen kit containing an arrow-raulerson syringe (ars), spring wire guide, catheter, dilator, and 18 ga introducer needle for evaluation. Visual inspection of the needle confirmed that the needle hub had broken and separated. The defect appears consistent with damage due to a design issue. A device history record review was performed, and no relevant findings were identified. Based on the condition of the observed needle hub, design likely caused or contributed to this event. A CAPA has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " dr inserted needle and tried to aspirate and could not successfully aspirate. They then saw that the needle was cracked. They opened a new set and regained entry." No patient harm reported. The patient's condition is reported as fine.